Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was noted that there have been stored episodes of noise on both the right ventricular (rv) pace sense and shock channel going back approximately two months. The noise was oversensed and led to inappropriately stored non-sustained ventricular tachycardia episodes and pacing inhibition with two to three seconds of asystole. The patient expressed that they have felt dizzy at times. The field representative noted tha the noise was unable to be reproduced with pocket manipulation. At the time the sensitivity was reprogrammed to the least sensitive. A revision procedure was performed a few weeks later where the rv lead was explanted and replaced. It was noted that during the explant process, access was lost and the lead had to be laser extracted. The cause of the noise was not able to be identified, however the physician did feel that the age of the lead may have played into the noise. The implantable cardioverter defibrillator (ICD) remained in service with the new lead. When the new rv lead was implanted there were high out of range shock impedance measurements in certain vectors, however other vectors were within range. Boston scientific technical services (ts) was consulted and it was determined that the physician had not tightened the set screw on the proximal coil. The physician rechecked the connection and tightened set the screw and everything was in range. The ICD and new rv lead remain in service. No additional adverse patient effects were reported.